Event description:
10/28/98 pt started to experience a slow down in the amount of time the medication took to flow through the line. He was first treated for clotting or a blockage. The following day 10/29/98, during attempted removal of the catheter it became stuck. The nurse tried to pull it out stretching the catheter and cutting it. The nurse then taped the catheter down and instructed the pt to come back the next day. The pt woke the next morning and the catheter had moved up into the vein of the upper arm. An emergency procedure was performed 10/30/98, to retrieve the catheter.